Event description:
It was reported that a red alert related to this cardiac resynchronization therapy pacemaker (crt-p) was observed via the latitude remote patient monitoring system, and premature battery depletion (pbd) was suspected. It was also noted that radio frequency (rf) telemetry had been disabled. Technical services (ts) was consulted and recommended bringing the patient to the hospital to interrogate the device and record the session for analysis. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that a red alert related to this cardiac resynchronization therapy pacemaker (crt-p) was observed via the latitude remote patient monitoring system, and premature battery depletion (pbd) was suspected. It was also noted that radio frequency (rf) telemetry had been disabled. Technical services (ts) was consulted and recommended bringing the patient to the hospital to interrogate the device and record the session for analysis. No adverse patient effects were reported. This product remains in service. Additional information: the patient returned to the hospital on (B)(6) 2026 and device software was updated. Rf remains permanently disabled. Ts recommended replacing the device as soon as possible. Per the field, replacement is scheduled for (B)(6) 2026. At this time, there is no evidence/confirmation intervention has been performed. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.